Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient met with a manufacturing representative (rep) about 4 weeks ago and the rep made an adjustment. Not long after that adjustment, the patient started noticing the machine kept cutting off. She used adaptive stim (as) and sometimes when she bent, all of a sudden it stopped stimulation. It was confirmed that the patient programmer (pp) showed the implantable neurostimulator (ins) was on. The patient only lost the feeling of stimulation when she would bend. It was noted that she would benefit a lot more if stimulation would stay on because it would start to hurt a lot. It was clarified that she would not feel the pain as much if the machine would not cut off. It occurred "sometimes" when she was bending. The patient noticed the issue starting (B)(6) 2015. Further follow-up is being conducted to determine what steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.